Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the luer adapter was found to be deformed. It was reported that there was a connection issue with the luer adapter. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, after unpacking the sterilization package in preparation for the catheterization surgery, the catheter's venous (blue) luer adapter was found to be deformed (variant). It was stated that the luer adapter was not detached or not separated at all. The device's box came in intact, there was no damage to the device packaging, and the sterile barrier was intact. Besides the reported issue, there were no other visible defects/damages found on the reported product. There were no other products utilized with the device. There was no excessive force used on the device. There was no cleaning agent used on the device. The product was not used on the patient. The catheter was not repaired, and it was replaced with another set of catheter for catheterization on the same day of the event to resolve the issue. There was no patient involvement. Medtronic's initial evaluation of the incident device found that the luer adapter was deformed as a result of a manufacturing issue.